Manufacturer narrative:
Gehc recommended replacement of the filter board harness and the consolidated ventilator interface board. Customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed 'no expiratory flow sensor'. The anesthesia machine was replaced. There was no reported patient injury.